Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, atrial fibrillation. Complications reported included heart failure, prolonged hospitalization, recurrent mr, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Article title "safety and efficacy in mitral regurgitation management with the mitraclip® g4 system: insights from a single-center study".

Event description:
The article "safety and efficacy in mitral regurgitation management with the mitraclip® g4 system: insights from a single-center study" was reviewed. The article presented a retrospective single center study, to evaluate procedural, echocardiographic, functional, and quality of life (qol) outcomes in patients who underwent teer with the mitraclip® g4 system, along with possible predictors of new york heart association (nyha) class I at 30 days and at 1 year. Devices mentioned include mitraclip. The article concluded that the mitraclip® g4 system provides significant improvements in mr severity, functional class, and qol. Lower nt-probnp and euroscore ii were strong predictors of achieving optimal functional status (nyha class I). [The primary author and corresponding author was georgios papadopoulos at interbalkan medical center institution with corresponding email georgios.e.papadopoulos@gmail.com]. The time frame of the study was january 2021 to december 2023. A total of 83 patients were included in this study, of which 83 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, atrial fibrillation (B)(6), unk mitraclip peri- and post-procedural complications included heart failure, prolonged hospitalization, recurrent mr, death.

Manufacturer narrative:
B3: date of event estimated it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.